Manufacturer narrative:
Investigation is still in progress. A supplemental 3500a report will be submitted to the FDA once that product analysis report is completed. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4); stockert 70 system us catalog #: s7001 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4); c3 nav variable lasso us catalog #: ln222515ct lot #: 15528117l; reprocessed soundstar catheter us catalog #: sndstr10 lot: unknown; mobicath us catalog #: d140010 lot #: unknown; transeptal needle us catalog #: d140005s lot #: unknown. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that at the end of an a-fib procedure, while doing a post procedure testing, the patient's blood pressure dropped. A small pericardial effusion was noticed on ice. It was unknown if it was a pre-existing effusion since the patient had recent CABG (coronary artery bypass graft) surgery. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also a deflection and irrigation tests were performed and the catheter passed all tests. Since the catheter passed specifications, the root cause of the effusion remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade.

Event description:
It was reported that at the end of an a-fib procedure, while doing a post procedure testing, the patient's blood pressure dropped. A small pericardial effusion was noticed on ice. It was unknown if it was a pre-existing effusion since the patient had recent CABG (coronary artery bypass graft) surgery. The physician did not image the heart pre-procedure. No intervention was performed. The patient was stable and was transferred for observation overnight. The patient¿s prognosis was good. The physician's opinion regarding the causality of the event was unrelated to procedure or device.